Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3: reference MFR number: 1627487-2019-03726; reference MFR number: 1627487-2019-03727. It was reported the patient's system has not been in use since 2014. As a result, surgery may be planned at a later date to explant the system.